Event description:
It was reported that the burr became stuck in the lesion and burr detached. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.50mm rotapro was selected for use. During the rotablation procedure, the burr became stuck in lesion. While attempting to cut the rotapro system to place a guidezilla guide extension catheter, the burr head broke off inside the patient. Then the physician pulled on the rotawire to retrieve the burr head through the guidezilla and was able to remove it successfully. The procedure was successfully completed another rotapro device, and there was no patient complications reported.

Manufacturer narrative:
B3 date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Manufacturer narrative:
B3: date of event: updated event date. Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter and advancer were not connected upon device return, and the burr failed to return for further analysis. Visual inspection of the device found that the sheath was detached at 5.5cm distal from the strain relief. The separated ends of the sheath were jagged and slightly stretched indicating tensile force was applied to the device. The coil was removed from the sheath entirely upon device return. There was minimal blood present within the sheath upon device return. At 15cm distal from the handshake connection, the coil was detached. The most distal end of the coil was detached. Microscope inspection of the device found that the full length of the coil was stretched. Media provided and the media depicted a portion of the burr catheter inside of a clear plastic bag. The coil is removed from the sheath. There is no visible damage detected. There is minimal blood present within the sheath. The media provided does not show evidence of the reported events. Product analysis failed to confirm that the device became stuck in the lesion as the clinical circumstances could not be replicated. The reported burr detachment was confirmed as the coil was found detached on the distal end and the burr failed to return for further analysis. Additionally, the sheath and coil were detached on the proximal end of the burr catheter aligning with the reported attempt to cut the device. The coil was found to be stretched. The damages present indicate tensile force was applied. B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that the burr became stuck in the lesion and burr detached. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.50mm rotapro was selected for use. During the rotablation procedure, the burr became stuck in lesion. While attempting to cut the rotapro system to place a guidezilla guide extension catheter, the burr head broke off inside the patient. Then the physician pulled on the rotawire to retrieve the burr head through the guidezilla and was able to remove it successfully. The procedure was successfully completed another rotapro device, and there was no patient complications reported. It was further reported that the target lesion was located in the proximal right coronary artery (rca). The patient was doing well post procedure.